Event description:
During review of the in-house programming/diagnostic history database, it was observed that high impedance was observed at office visit on (B)(6) 2009. It is unknown if any patient manipulation or trauma occurred that could have caused or contributed to the high impedance reading. It was reported that the patient¿s generator is programmed off because of lack of efficacy.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
This high impedance was also observed in cyberonics retrospective review of programming history data, which was reported via retrospective summary reporting (approval number ¿ (B)(4). Therefore, the high impednace reported on the retrospective summary report was a duplicate to this manufacturer report.

Manufacturer narrative:
Corrected data: follow up report #2 inadvertently left out updated evaluation coding.

Event description:
It was reported that the patient was referred for a full revision surgery. It was stated that the patient had last had the vns device disabled for high impedance. No known surgery has occurred to date. No additional, relevant information was received to date.